Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience skypoint device referenced is filed under separate medwatch report number.

Event description:
It was reported that on 1/31/2022, a 3.0x23mm xience skypoint was implanted in the left anterior descending artery. A second 3.0x12mm xience skypoint was implanted in the proximal diagonal with no issues. During the winter time the patient began to experience chest pain, shortness of breath and pain in the arm. On 2/28/2023, it was confirmed both stent's had collapsed and a new unspecified stent was implanted followed by additional angioplasty. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of obstruction/occlusion, angina, pain, and dyspnea are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported material deformation and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.